Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receivers' data was erased after a system check and now will not display new data. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receivers' data was erased after a system check and now will not display new data. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.